Event description:
On november 3, 1997, advanced bionics was contacted by center regarding patient, a 6 year-old boy. It appears that on october 31, 1997, his device ceased functioning. The patient's mother took him to the center on november 3rd for an evaluation. The mother told the audiologist that her son had hit his right eyebrow on a jungle gym about 1 1/2 weeks prior to loss of function but that he did not hit his head at the implant site. She further stated that she was with her son all day on october 31st and that he loss of sound was sudden and with no warning. The audiologist tried to establish lock using the portable cochlear implant tester and scan but was unable to do so. All of device's external equipment was used with a reference ics (known functioning device) and link was achieved. Revision surgery took place on november 11, 1997 with an advanced bionics engineer present.

Manufacturer narrative:
Advanced bionics believes that disclosure of the info regarding device evaluation could substantially harm its competitive position. Advanced bionics submits this info in confidence expecting the FDA will withhold it under exemption 4 of the freedom of info act. Co believes that any disclosure of the info by a federal employee could constitute a violation of the criminal law (18 u.s.c. Section 1905). Device evaluation consisted of the following: a review of the device history record (DHR) visual examination, x-ray examination, and electrical testing. The case was found to be cracked. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. On friday, 10/31/1997 the pt reportedly lost sound. The mother stated that approximately one and one-half weeks prior to the loss of sound, the pt hit his head above the right eyebrow hard enough to raise a bump. It is believed that the impact did not involve the implant site. The pt's mother stated that the loss of sound was without warning. This device's history indicates that three rejections were experienced during the MFR of this device. One was for a missing component, the second for a component replacement, and the third for a test failure. The test failure was for an out of specification reading for magnetic intensity that failed for a high reading. Engineering reveiwed this condition and determined that it was acceptabale. This failure did not result in rework action because the magnetic intensity test limits were updated which made this condition acceptable. The device had multiple cracks on the front side of the case. Some of the cracks extended from the front side of the case around the side to the backside. The silastic coating was intact. The electrode appeared to be in good condition. The failure of the ics is attributed to the cracked case and loss of hermetic seal. The cracked case allowed the intrusion of fluids into the ics cavity resulting in electrical failure. The ceramic case used in this device was mfg using the isopress mfg process. Advanced bionics has determined that cases mfg using the isopress process are less resistant to impact damage than cases mfg using the injection molding process. Because of previous instances of case damage in the pediatric population, advanced bionics has determined the usage of cased mfg using the isopress process in favor of cases mfg using the injection molding process. Advanced bionics has also developed and implemented a screening procedure to assure that case lots accepted possess unform minimum case strength to increase their ability to withstand the greater impact levels experienced by the pediatric population.